Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comments. During analysis, the programmer interrogated multiple different implantable pulse generators (ipg) with no errors or freezing. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer would perform initial interrogation on implantable pulse generators (ipg) and implantable cardioverter defibrillators (ICD), but would not perform further processes such as testing on ipgs. However icds seemed to work fine. With ipgs after the initial interrogation, the screen would freeze and not allow testing of sensing or thresholds. The programmer was returned for service. No patient complications have been reported as a result of this event.